Manufacturer narrative:
(B)(4). Investigation of the returned device found that the clip was successfully fired off the device, but did not fully advance to the arterial surface to close the vessel. The reported black things sticking out at the end of the device is consistent with the clip being captured at the distal end of the sheath or within the locator; however, this could not be confirmed as the clip was returned isolated from the device and the fully slit sheath had no holes or tears at the distal end to suggest that the clip tines might have punctured it, resulting in the clip being stuck. The locator wings were fully collapsed and the delivery tubeset was normally aligned as designed. There were no damages found to indicate that the clip might have been captured within the tubeset or locator. Based on the investigation findings, the probable root cause for a fully deployed clip that failed to achieve hemostasis could not be determined; however, sudden movements during the procedure could interfere with the clip deployment. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was received from a customer by a boston scientific distribution center. During inspection of the returned flexima biliary stent system, a hair/wool-like fiber was noted in the sealed packaging. There no damage to the packaging. There was no patient or procedure involved in this event.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
It was reported that a physician unspecified if trained in the use of the starclose se device attempted arteriotomy closure of an unspecified artery after an unspecified procedure. Reportedly, the device did not work and there are "black things sticking out the end of the device." The method used to achieve hemostasis was not specified. There was no adverse pt sequela reported. No additional info was provided.